Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding customer¿s passing on (B)(6) 2019 from the attorney of the family. The information received on (B)(6) 2022 stated the reporter alleged hypoglycemia, the customer began using 530g insulin pump mmt-751nas an insulin pump. Date of claimed event was (B)(6) 2019 and claimed event resulted in death. The customer was hospitalized on (B)(6) 2019 due to low blood glucose level and cardiac arrest. The customer had experienced multiple blood glucose level was 26 mg/dl and 46 mg/dl. The cause of death was the caller stated the death certificate is not available yet and caller stated cardiac arrest. Customer had reported an old man suffering from catastrophic injuries resulting in death due to a defective quick-set paradigm infusion set. On (B)(6) 2017 patient were dispatched to patient's house to respond to a fall resulting in a head injury and possible diabetic issue. On (B)(6) 2017 emergency medical service were dispatched to patient's home for reported cardiac arrest. The emergency medical service responders noted patient to be pulseless and apneic, with a large amount of vomitus from mouth and nose. The emergency medical service responder deactivated the insulin pump. The caller also reported the patient was found to be in pea arrest secondary to hypoglycemia. Patient developed an anoxic brain injury with resultant encephalopathy and hypoxic respiratory failure, requiring ventilator and eventually tracheostomy. He had dysphagia requiring peg placement and developed acute renal failure. The caller stated that the customer had cardiac arrest and low blood glucose level that may have led to the customer's passing. The customer¿s blood glucose was 26 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. It was unknown whether the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It was unknown if the caller will return the insulin pump for analysis.